Event description:
Djm medical learned from the customer that during a celt deployment the delivery system was removed on the final step (ejection of the implant) but it was not attached to the hub of the sheath. This resulted in the sheath being left in the patient. It was noted that during attempts to remove the sheath there was resistance removing it from the body. The customer used flouroscopy to discover that a significant portion of the sheath was still in the artery, and the ejected celt implant was inside the lumen of the sheath. It was suggested that the physician carefully remove the sheath (which would safely remove the sheath and the implant), but physician instead elected to use a guidewire to push the implant out of the distal end of the sheath and thus intentionally embolize the implant into the artery. The sheath was then removed and manual compression was used to achieve hemostasis, and the embolized celt implant travelled to the superficial femoral artery. The physician then accessed the other leg to go up and over to assess the location of the implant, and then proceed to stent the implant against the wall of the sfa. To our knowledge the patient was discharged without incident.

Event description:
Djm medical learned from the customer that during a celt deployment the delivery system was removed on the final step (ejection of the implant) but it was not attached to the hub of the sheath. This resulted in the sheath being left in the patient. It was noted that during attempts to remove the sheath there was resistance removing it from the body. The customer used flouroscopy to discover that a significant portion of the sheath was still in the artery, and the ejected celt implant was inside the lumen of the sheath. It was suggested that the physician carefully remove the sheath (which would safely remove the sheath and the implant), but physician instead elected to use a guidewire to push the implant out of the distal end of the sheath and thus intentionally embolize the implant into the artery. The sheath was then removed and manual compression was used to achieve hemostasis, and the embolized celt implant travelled to the superficial femoral artery. The physician then accessed the other leg to go up and over to assess the location of the implant, and then proceed to stent the implant against the wall of the sfa. To our knowledge the patient was discharged without incident.